Event description:
It was reported that the patient experienced a loss of therapy due to high impedances on the infinion lead. The patient underwent a lead revision procedure in which the infinion lead was replaced. The patient now has adequate stimulation and is doing well post operatively. The lead is in route to the manufacturer.

Event description:
It was reported that the patient experienced a loss of therapy due to high impedances on the infinion lead. The patient underwent a lead revision procedure in which the infinion lead was replaced. The patient now has adequate stimulation and is doing well post operatively. The lead is in route to the manufacturer. Additional information was received that the device was received and device analysis was completed.

Manufacturer narrative:
The returned device was analyzed and the reported event was confirmed. Visual, microscope, and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead was kinked after it exits the clik anchor resulting in the reported complaint.